Event description:
It is reported that the device was implanted in 2005 and revised in 2009 due to fracture of the trochanter which resulted in an orif, bone graft, and revision of the components. Massive osteolysis was noted with 2% backside wear.

Manufacturer narrative:
Evaluation summary: no product was available for eval. Also, no x-rays were available for review. The fracture of the trochanter allegedly occurred in 2007 and the devices were not revised until 2009. It is unk why the pt was revised two years later after the fracture. It is unk if the osteolysis is a result of the loose femoral stem after the fracture or a result of the backside wear on the liner. Based on the available info a definitive root cause can not be ascertained at this time. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is no indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.